Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. This is report (9 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."

Manufacturer narrative:
Investigation summary: bd received 9 samples from the customer in support of this complaint . The 9 samples were visually inspected for damage with 0 visible defects. Functional testing was performed and the customer's indicated failure mode of stopper pop off was not observed as the tubes were within specification limits with no issues observed with the stopper function. Additionally, 10 production lot in-house retention tubes were visually and functionally evaluated and the indicated failure mode was not observed as all tubes were within specification limits with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. This is report (9 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."